Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. It should be noted that the reported patient effect of dissection is listed in the hi-torque guide wires instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction and/or resistance with the anatomy resulted in the reported failure to advance. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The two graftmaster stents are being filed under separate medwatch reports.

Event description:
It was reported that on (B)(6) 2019, a percutaneous coronary intervention (pci) was performed. During the intervention, a whisper wire had failed to cross the lesion and a dissection possibly occurred. A bmw wire was used in replacement. Several more non-abbott dilatation devices were used following. A pericardial effusion with mid-left anterior descending (lad) coronary artery perforation was observed. A 2.8x16mm graftmaster (gm) stent was implanted, however the perforation had not sealed. Additional medications were provided and dilatation was performed. Pericardiocentesis and a blood transfusion were provided as treatment for the perforation. As further treatment, a 3.5x16mm gm delivery system initially failed to cross. Dilatation was performed and the same 3.5x16mm gm stent was implanted, sealing the perforation. Per physician, the gm stents did not cause or contribute to complications or adverse events. No additional information was provided regarding this issue.